Manufacturer narrative:
(B)(4).

Event description:
It is reported this event occurred in the dialysis department. The insertion site was the jugular vein. The catheter had been in place for five months. During a dialysis treatment, the machine alarmed. The physician noted there was a crack in the luer connection. As a result, a new catheter was placed successfully. There was no reported delay in treatment. There was no reported patient injury, complication, or death.